Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm. The customer blood glucose level was 210 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer stated that the insulin pump has not been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.